Event description:
Doctor reported a teenage patient presented with complaints of right eye pain and redness. The doctor diagnosed right mild bacterial keratitis. No cultures were taken. Patient was treated with vigamox and recovered. No further information received.

Manufacturer narrative:
The product was discarded. The lot number information is unknown. Based on all information, no causal factors can be determined and no conclusion can be drawn.